Event description:
A customer contacted beckman coulter (bec) reporting that the manual probe was leaking clear liquid (about 2ml) from the coulter lh 500 hematology instrument onto the counter. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found cut tubing in vacuum line in pinch valve (pv66) and probe wipe waste block vacuum line was not lining up with probe waste hole. The fse replaced the cut tubing and adjusted the height of probe wipe waste block. Failure mode: cut vacuum tubing in pv66 and misalignment of probe wipe waste block. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).